Manufacturer narrative:
Correction: the serial number was inadvertently documented as ma1298 on the initial report. Upon complaint review, it was determined that this is a lot number instead. Therefore, the lot number has been updated as ma1298 and serial number as n/a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The UDI number was reported as (B)(4) in the initial medwatch. Upon compliant review, it was determined that UDI is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air oscillator device was blocked. There were no delays to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.